Manufacturer narrative:
This report is submitted on february 11, 2022.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. The patient was placed under general anesthesia on (B)(6) 2022 to replace the abutment.